Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose was 205 mg/dl. The customer applied more force to the wake button to resolve the issue and continued to use the pump for insulin therapy.